Manufacturer narrative:
The customer provided information that a proactive procedure has been implemented to verify unexpected results prior to reporting results out of the laboratory thereby preventing potential risk to patient safety. The procedure is to re-spin the sample with unexpected results and repeat the test. The instrument is currently performing within qc specifications. Service was not dispatched for this event. A definitive root cause for this event has not been determined.

Event description:
A customer was contacted by beckman coulter, inc. (Bci) via accutni customer contact program and reported some occurrences of non-reproducible false positive troponin (accutni) results generated by access 2 immunoassay system. The results were reported out of the laboratory. The customer did not report effect to patient or user attributed or connected to this event.